Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 and all pockets were off bus. A field service engineer removed the rear panel and found that the latch sensor was no longer snapped into place, so secured sensor in place and returned rear panel to drawer and launched hardware testing application to resolve the issue. Drawer 3.1 and all pockets came up off the bus. Powered station off for five minutes and then powered station back on, all drawers were back online. The system functioned as intended after the field service engineer repaired the device.